Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During review of the in-house programming/diagnostic history database, it was observed that system diagnostics resulted in high impedance on (B)(6) 2013. Attempts for additional relevant information have been unsuccessful to date. No surgical intervention has been reported to have occurred to date.